Event description:
Additional information was received that this lead was surgically abandoned due to noise. No adverse patient effects were reported during the procedure.

Event description:
A save to disk was returned for evaluation. Boston scientific technical services (ts) noted there did not appear to be any out of range impedance measurements during the past week and weekly averages appeared to be consistent with no out of range measurements. Ts noted that it was still possible to have one measurement out of range and the rest during the week in range and the average appear to be normal. According to the daily measurements for the past year there were a few averages around 640 to 660 ohms and none above 800 ohms. Ts also noted in the arrhythmia logbook report it showed there were several atrial tachy response (atr) episodes and the most recent ones showed noise on the atrial lead. Ts discussed a possible issue with the atrial lead, or the lead connection to the device causing the lead safety switch. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch on two occasions. It was noted that there were no lead issues observed. A save to disk will be done for further analysis. No adverse patient effects were reported.